Event description:
It was reported that during a procedure the "machine would turn off and advise fiber life expectancy expire - 2nd fiber had excess life". The procedure was not completed. Patient outcome "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the metal cap exhibits melting at the output window location; the metal cap is loose from the glass cap; the glass cap has pushed forward in metal cap and can rotate off center. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.